Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2018 with blood glucose level of 38 mg/dl. The customer's current blood glucose was 58 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. Customer was involved in vehicle accident while wearing the insulin pump and customer was the driver. The product was not returned for analysis.